Manufacturer narrative:
(B)(4). The device manufacturing date was between 24jul2015 and 28jul2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did identify the presence of particulate matter on the cannula. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate reconstitution device had particulate matter on the needle. There was no report of patient injury or medical intervention associated with this event. No additional information is available.